Event description:
Healthcare professional reported patient with capsular contracture baker grade IV, left breast disfigurement, and lack of strength in left arm. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface of the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported patient with capsular contracture baker grade IV, left breast disfigurement, and lack of strength in left arm. The device remains implanted.